Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to motor encoder signal out of phase also, unable to perform the occlusion, prime and excessive no delivery test due to a35 alarm. The insulin pump passed operating current, a21 error test and displacement test. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motion sensor test failure during a bolus attempt. The patient's blood glucose at the time of incident was 300 mg/dl. Troubleshooting was initiated for the motion sensor test failure. The alarm was unable to be cleared. The displacement test could not be performed. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.